Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a trochanteric fixation nail advance (tfna) on (B)(6) 2018. During the procedure, the tip of the cannulated tapered drill bit broke when opening the lateral cortex of the proximal femur. It was unknown if there was a surgical delay and if the procedure was completed successfully. There was no patient consequence. This report is for one (1) 10mm cannulated tapered drill bit. This is report 1 of 1 for (B)(4).